Event description:
Reporting status: malfunction. Reporting rationale: balloon rapture has caused or contributed to patient injury previously. Devise issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification and 99% stenosis. The rx voyager was advanced to the lesion and when an attempt was made to dilate the balloon, the balloon was found to have already been ruptured. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4).